Event description:
4/2003 a hosp maintenance staff member allegedly had their wrist caught between the baseframe and intermediate frame. The maintenance staff member was working on the bed when the hilow drifted down on the wrist. Another maintenance staff member came over and ran the hilow up so they could free the hand. The maintenance staff member did sprain the wrist.